Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material might have remained since the reprocessing was not correctly implemented in line with the instructions for use. The event can be prevented by following the instructions for use which state: "preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. - inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. <inspection of the instrument channel> 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
Company representative sent a repair request reported with an issue of "bad angle" (angulation malfunction) . No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material exiting from the device forceps channel ch-tube (channel tube). This report is being submitted due to the finding of foreign material exiting from the forceps channel (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found stretched angle wire. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of "bad angle, angulation malfunction" was confirmed. Furthermore, inspection found foreign material observed exiting from the device channel tube (ch-tube). This condition attributed due to insufficient cleaning, handling issue. Additionally, the following defects/findings were identified during device inspection: crack on light guide lens. Distal end c-cover found with a burn ( this condition attributed due to high energy endotherapy accessories were used without ensuring the sufficient distance from the distal end. Dent on connecting tube and c-cover noted, discoloration observed. Universal code has wrinkle. Scratch observed in connecting tube, objective lens, switch 4, 3 and 1 , universal cord, protector of universal cord on s-connector side, ig protector, a-rubber. Light guide bundle loose, a-rubber adhesive has a scratch. Due to the nature of the reportable event (foreign material exiting from the forceps channel), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. However, customer noted that they are aware of the foreign material adhered on the device. Customer noted ¿antifoaming agent. The defoamer used in the facility (kaigen: dimethicone). Pre-cleaning: the time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Flushed the air/water nozzle with water and air. Air/water nozzle was not flushed with detergent solution. Performed brushing of instrument channel. Customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- customer noted, ¿in rare cases, it may take time from bedside washing to main washing. (About 30 minutes). Service business center (sbc) performed the facility guidance and was completed. It has been pointed out that the reprocessing method inside the forceps channel is not recommended by olympus. Sbc will continue to discuss with the facility. Investigation is ongoing. This report will be supplemented accordingly following investigation.